Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the sensors would get stuck in serter and break needles. It was reported that the sensors would be replaced. No further information provided.